Event description:
It was reported the patient met with a manufacturer¿s representative for a reprogramming. During an electrode impedance test all 15 contacts were reported to have been >10,000 when checked against reference 0. No other reference values were looked at. No group impedances were measured. At the end of the programming session the patient was reported to have been happy with the new adjustments made. Electrode 0 was not used in programming. The patient was feeling stimulation at 1.5 and 2.0 volts. During the reprogramming the clinician programmer kept giving a prompt message saying that it had lost contact with the battery. It was noted that the implant was ¿tilted a little maybe in pocket¿ and that could be the reason for the telemetry issues. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the cause of the issue was not determined although it was noted that the patient did report falling. There was no further troubleshooting planned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant product: product type recharger, product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).